Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire tip became detached. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery / diagonal bifurcation. A non bsc guide wire was placed in the lad and then the 182cm mailman guide wire was advanced to the diagonal. Predilatation was performed in the lad with a 3.0 x 12mm maverick balloon catheter without issue. The physician then noted that the mailman guide wire had become looped in the diagonal. He pulled the mailman guide wire back and noticed that the radiopaque distal end of the wire had become detached in the diagonal artery. The physician attempted to remove the guide wire tip by placing three other wires into the diagonal, around the detached tip and then twisting the wires, to tangle the wire fragment. He was able to pull the wire fragment into the left main stem, but it then migrated into the aorta and proceeded down into the patient's leg. The wire fragment measures approximately 20 mm and remains in the profunda femoris. The procedure was not completed and the patient will be rescheduled. There were no additional patient complications reported and the patient's condition is reported as 'stable'.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire tip became detached.the 60% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery / diagonal bifurcation. A non bsc guide wire was placed in the lad and then the 182cm mailman guide wire was advanced to the diagonal. Predilatation was performed in the lad with a 3.0 x 12mm maverick balloon catheter without issue. The physician then noted that the mailman guide wire had become looped in the diagonal. He pulled the mailman guide wire back and noticed that the radiopaque distal end of the wire had become detached in the diagonal artery. The physician attempted to remove the guide wire tip by placing three other wires into the diagonal, around the detached tip and then twisting the wires, to tangle the wire fragment. He was able to pull the wire fragment into the left main stem, but it then migrated into the aorta and proceeded down into the patient¿s leg. The wire fragment measures approximately 20 mm and remains in the profunda femoris. The procedure was not completed and the patient will be rescheduled. There were no additional patient complications reported and the patient¿s condition is reported as ¿stable¿.

Manufacturer narrative:
Device evaluated by MFR: the returned device presents an overall length of 178.5cm. Examination of the distal tip section revealed approximately 3cm was missing, including core wire and platinum coil, and was not returned for analysis. Under magnification, it was noted that a small fragment of core wire protruding from the distal end exhibits evidence of fracture. No other damage or inconsistencies were noted. Sem lab analysis indicated the fracture surface is characterized by material cracking and propagation. Compression and tension zones and ductile fatigue were observed. No material anomalies were detected. The fracture surface was caused by a reversed bending moment and ductile fatigue, indicative of a cyclic action during the bending action. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)